Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was sounding with multiple alarms. The system controller was exchanged with another system controller and no further problems were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.